Event description:
It was reported that the pt had a revision to move the pocket site. The healthcare provider confirmed that the pt experienced pain at the device site. The pt's device was placed too low at the initial procedure. During the revision surgery the pt's device was moved to a higher location. The results were fair and no seroma developed. No surgical complications were reported.